Event description:
It was reported that the silver metal poll holding the head rest became loose during the procedure thus causing the patients head to have rotated. The silver poll was easily loosened using hand strength thus suggesting the mechanics within the two ball and sockets may have gone. No patient injury.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the bottom shaft that screws in to the connecting unit was loose and not screwed in completely. There were no tool marks noted on the unit. A functional evaluation was performed on the unit and it was noted that there was loctite on the threads that connect the bottom shaft to the connecting unit. The unit was assembled correctly and loctite was applied as directed. The complaint was confirmed and the root cause has been determined to be a loctite failure.